Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient primed while attached.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient had accidentally primed while attached to the pump, and was now hospitalized. Animas has attempted to contact the reporter for further information. This complaint is being reported because the patient was hospitalized after the user error of priming while attached to the pump.